Manufacturer narrative:
Correction: additional information has been provided by the customer. The following fields have been updated: b.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that the infusion adapter c100-o "fell out" of the chemo bag during use when the chemo was hung. The chemo was prepared and kept in the refrigerator prior to administration. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had two chemo spills this weekend where we prepared the bags on friday for administration over the weekend. We stored them in the refrigerator until time of administration. In each case the infusion adapter just fell out of the bag when they hung the chemo." D.1. Medical device brand name: infusion adapter c100-o. D.2. Medical device catalog#: 515078. D.3. Medical device manufacturer: becton dickinson, s.a. D.5. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: no. G.2. Manufacturing location: becton dickinson, s.a. G.5. PMA / 510(k)#: k181221.

Event description:
It was reported that the infusion adapter c100-o "fell out" of the chemo bag during use when the chemo was hung. The chemo was prepared and kept in the refrigerator prior to administration. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had two chemo spills this weekend where we prepared the bags on friday for administration over the weekend. We stored them in the refrigerator until time of administration. In each case the infusion adapter just fell out of the bag when they hung the chemo."

Manufacturer narrative:
B.3. Date of event: (B)(6) 2020. H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the unspecified bd phaseal¿ infusion adapter "fell out" of the chemo bag during use when the chemo was hung. The chemo was prepared and kept in the refrigerator prior to administration. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we had two chemo spills this weekend where we prepared the bags on friday for administration over the weekend. We stored them in the refrigerator until time of administration. In each case the infusion adapter just fell out of the bag when they hung the chemo."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd phaseal¿ infusion adapter "fell out" of the chemo bag during use when the chemo was hung. The chemo was prepared and kept in the refrigerator prior to administration. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "we had two chemo spills this weekend where we prepared the bags on friday for administration over the weekend. We stored them in the refrigerator until time of administration. In each case the infusion adapter just fell out of the bag when they hung the chemo."